Event description:
It was reported that undersensing and competitive atrial pacing were observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and will continue be monitored; there were no adverse consequences.